Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, due to wound issues the patient underwent revision surgery on (B)(6) 2017, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.